Event description:
It was reported that during a pre-use check on the product, fluid leaked from its end part, so the customer refrained from using it. It is not certain on which side the problem occurred, the patient side of the product side. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The returned sample was received in used conditions without its original packaging. The sample was visually inspected at a distance of 12inches to 24inches under normal conditions of illumination. Cracks were detected in the female luer. The sample was connected to hotline fluid warmer in order to replicate the failure mode. The sample was connected and tested; a constant leak from the female luer was detected. No root cause has to be determined since it?s unlikely that the damaged occurs in the manufacturing process. No corrective actions are required since it is unlikely that the damage was caused during the manufacturing process.